Event description:
It was reported to boston scientific corporation that a wallflex biliary rx stent system was to be implanted to the bile duct to treat a choledocholithiasis during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, the cardboard exterior box for the metal stent was opened and upon inspection of internal sealed package, there was a small opening. It was noted that the box had some areas of wear at the corners. Due to the damaged packaging, the sterility of the product was compromised. Another stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: users are strongly advised by the dfu not to use a stent past the expiration date on the package insert. However, the devices are tested beyond the expiration date on the package and per medical safety; the additional reasonably expected risk of the use of this expired product is minimal.

Manufacturer narrative:
Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised.